Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp2a.250605.031.a3.s908u1uesagze3. Hardware: sm-s908u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced persistently elevated blood glucose levels (200¿350 mg/dl) while using the omnipod system. The customer reported that these sustained hyperglycemic levels led to the development of diabetic retinopathy with associated intraocular hemorrhage. On (B)(6) 2025, the patient required urgent ophthalmologic evaluation, spending 6 hours at an eye clinic and retina institute. Ongoing treatment includes periodic intraocular injections to prevent further bleeding.